Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and it was confirmed that the cutter device was stuck inside the attachment device. An assessment was performed and the device passed all tested and manufacturing specifications. The complaint was confirmed because the cutter device was returned with the attachment device and the cutter device was stuck together. The cutter device was removed out of the attachment device. It was determined that the root cause of the failure was due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out. It was further determined that the cutter was assessed and passed all manufacturing specifications and did not the cause the failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The product was made prior to compliance date. Therefore, UDI is unavailable. Brand name, common device name and device product code was unknown. The catalog number and lot number were unknown. PMA/510(k) number was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the drill bit device was stuck inside the attachment device. The reporter stated that the drill bit device was not broken; it was just too snug in the attachment device. The reporter did not know which drill bit device was inserted. There was a five minute delay to the surgical procedure to obtain a spare device. It was reported that the surgery was competed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.